Event description:
Left leg trapped in zero gravity chair with no way to escape. Left leg pinned in between two levers on a zero gravity chair. Because of the design of the chair, there was no way to withdraw the leg without ripping it out and causing serious injury. Very dangerous product - life threatening. Saw dr (B)(6) on (B)(6) 2010. Diagnosed with a severe hematoma. My regular doctor in this group is dr (B)(6). Dr (B)(6) was not in the day I went in without an appointment. (B)(6).